Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s child, on (B)(6) 2025, the cgm values were in the 120 mg/dl range which were lower than the usual 150-160 mg/dl. Throughout the day the cgm values decreased despite eating sugary foods (m&ms and orange juice). The patient¿s son withheld routine sq insulin doses based upon the cgm values. No bg finger stick values were taken at home. There were no patient symptoms at any point during the event reported. By midnight the cgm values had decreased to 40 mg/dl despite the family providing sugary foods. The son transported him to the emergency room (ER) where a bg finger stick value was 630 mg/dl. A second value was 600 mg/dl. The sensor was removed. There were no treatment provided at the hospital. The reporter stated, ¿he was fine, he can run that high at home.¿ dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No additional patient or event information is available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.